Manufacturer narrative:
"Retrospective one-time summary report". This report covers a total of serious injury MDR's. Attached is a spreadsheet summarizing individual event data for 13 reports additional to the one summarized on this FDA 3500a form. The reason the foreign-source MDR reportable events (being submitted under exemption) are being filed late is due to a misunderstanding by the manufacturer, plus orthopedics ag, of the MDR requirements applicable to foreign manufacturers. At the time of these events plus orthopedics ag erroneously believed that foreign events were reportable only if the event involved a device from the "same lot" as devices that were distributed in the united states. Thus the MDR's that are the subject of this retrospective one-time summary report were not appropriately evaluated for MDR reportability, and not reported to FDA: appropriate corrective actions have been implemented. Loosening of stem contributed to material fatigue. Cause of loosening unk. See scanned pages.

Event description:
Breakage of sl-plus standard stem at the distal end was reported in a case in another country.